Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for alleged vibration anomaly found on 24-oct-2022. The pump passed the displacement test. The pump failed the self test due to appearance of a pump error 63. Test p-cap locked properly into the reservoir compartment. Checking the audio settings, pump vibrates as normally. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 63 during testing (variable #: 3). Pump was cut open to perform visual inspection and found a broken trace at pins # 6 sda and #1 vdd on the u1 chip at the keypad assembly, and moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, battery tube threads - cracked, corroded battery tube, pillowing keypad overlay, and stained keypad overlay. Vibration anomaly was not confirmed during testing. Pump error 63 was confirmed during testing (variable #: 3) due to a broken trace at pins # 6 sda and #1 vdd on the u1 chip at the keypad assembly. Moisture damage was confirmed found in the battery tube and on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Product was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicates, customer reported that the pump is not vibrating. No harm requiring medical intervention were reported. Troubleshooting were performed. Advised customer to replace the pump. The pump will not be returned for analysis. Update in narrative : product will be returned for the analysis.